Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported an occlusion alarm occurred. The customer's blood glucose level was 85mg/dl. The customer declined troubleshooting with tandem technical support to determine a possible cause of the occlusion. Tandem technical support attempted to follow up with the customer multiple times; however, no response was received. Reportedly, the customer reverted to manual injections for insulin therapy.